Event description:
Air optix night and day contact lenses. I have had continuous eye infections over the last 2 years and had cysts removed off of both eyes. I have been wearing my glasses for over a month and put a new pair of contacts in my eyes for 1 day. I now have another eye infection and using antibiotic drops to assist with the infection and pain. I only now discovered that it's the contact lenses, as this is the only time I have eye problems.